Event description:
(B)(4). I went to my doctor to get a UDI implant but she convinced me that essure was the best way to go and that they would do an allergy test before to make sure I was not allergic to any of the materials but I was never tested. After I had essure implanted, I was constantly bloated and began to have bad cramps and pains in my legs during my monthly cycle, some times a two week cycle or it would come twice a month. I experienced my first yeast infection and bacteria infection after the essure was implanted and they just kept coming and wouldn't go away. I was told some woman just get infections and was sent a six month supply of antibiotics to the pharmacy. Sometimes bending over, I would experience a stabbing like pinching pain inside almost like when bent over it was pinching and stabbing my insides. Painful intercourse was very often and I could not cross my legs without them losing all feeling to them all the way down to my feet. After four years, I finally went to my family doctor told her what I had researched about the materials in the essure and asked if she could get me an allergy test for the nickel, which she did and the results were that I was allergic to nickel. I was then told by my gynecologist office the only way to remove the essure was to have a partial hysterectomy and my tubes removed. So this is what I did but I still have frequent infections and bloating.